Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿knot/nodule in the bottom lip¿, ¿lips so swollen they looked like they were going to split¿, ¿could not vocalize properly because their lips were so swollen¿, ¿severe pain around the mouth¿, and ¿upper lip had smaller nodules and the lower lip had two large, palpable nodules¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Injecting healthcare professional injected a patient with 1 syringe of juvéderm vollure¿ xc in the perioral rhytids, oral commissures, and body of the lip; 12 days later the patient had a knot/nodule in the bottom lip that was not painful. The patient was seen by the injecting healthcare professional and was told if it gets worse it needs to be dissolved and to gently massage it a couple of times a day; 15 days after the dermal filler injection the patient texted the injecting healthcare professional with a picture of both lips so swollen they looked like they were going to split. Injecting healthcare professional told the patient to come in to have the filler dissolved but the patient could not come in because they had drunk some alcohol. Injecting healthcare professional stated that the patient should come in as soon as they could to have the filler dissolved. Injecting healthcare professional stated that the swelling occurred while the patient was at high altitude and that the patient could not vocalize properly because their lips were so swollen. The patient was seen by a different healthcare professional 16 days after the dermal filler injection and was prescribed a medrol dosepak and 1 vial of vitrase and the symptoms immediately started to get better. The injecting healthcare professional saw the patient 17 days after the dermal filler injection and the swelling was better but not resolved. Injecting healthcare professional treated the patient with 1 vial of vitrase and the symptoms got better but the patient still had palpable nodules. Injecting healthcare professional told the patient they wanted to see them in the next couple of days and the patient was seen by them 20 days after the dermal filler injection and still had severe pain around the mouth and the top lips were significantly smaller in size but still had nodules. The upper lip had smaller nodules and the lower lip had 2 large, palpable nodules. Injecting healthcare professional injected another vial of vitrase and injected prp around the peripheral areas of the face. The patient had finished the medrol dosepak and injecting healthcare professional prescribed ciprofloxacin 750mg po bid. The patient still had palpable nodules with significant swelling in the lips. Injecting healthcare professional will see the patient again on and will probably injected more vitrase. No diagnostic testing was performed. Injecting healthcare professional stated that they cleansed with hibiclens and alcohol prior to the filler injection. A cannula needle was used during injection and this was the initial use of the syringe. Symptoms are ongoing.